Event description:
It was reported that the patient experienced hypovolemia associated with dehydration. The ventricular assist device (vad) exhibited low flows associated with low flow alarms and a high watt alarm. The patient's creatinine and lactate dehydrogenase (ldh) levels were within normal limits, and their international normalized ratio (inr) was therapeutic. The patient received intravenous (IV) fluids. It was noted that when the patient laid down, the vad flow and waveform pulsatility improved. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. Review of the controller log files revealed several transient decreases in power consumption and estimated flows within the analyzed period and one (1) high watt alarm logged on (B)(6)2021. No low flow alarms were logged within the analyzed period. As a result, the reported low flow and high power event was confirmed; however, the reported low flow alarms could not be confirmed. Information provided by the site indicated that the patient experienced hypovolemia associated with dehydration. The ventricular assist device (vad) exhibited low flows associated with low flow alarms and a high watt alarm. The patient's creatinine and lactate dehydrogenase (ldh) levels were within normal limits, and their international normalized ratio (inr) was therapeutic. The patient received intravenous (IV) fluids. It was noted that when the patient laid down, the vad flow and waveform pulsatility improved. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.